Event description:
Account reports incidents in which separation of the synthetic sleeve stopper occurs during the removal of a needle lock device. Rptr stated device utilized for intravenous conscious sedation. No negative outcome to pts.